Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the universal cord is broken, and the distal end of light bundle has a severe defect. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: distal end of light bundle is severe defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a dark image. The issue occurred during preparation for use for an ordinary inspection diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.